Event description:
Dr performed pelviscopy, (l) ovarian cystectomy. Pt received intergel intraabdominally for adhesion prevention. Pt was admitted to hospital again with severe pain and chemical peritonitis. Dr. The gynecare rep who referred him to their clinical director. According to dr, another dr told him that patients may experience post-op pain at a rate of 1:1,000. This patient required an inpatient stay for 6 days.